Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) hospital.due to character restrictions in block e1address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) units screen display becomes like snow. There was no injury reported.

Manufacturer narrative:
Corrected data: b5, b6, b7, d4(serial#), d10, h6 (impact code) updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during inspection by customer, the intra-aortic balloon pump (iabp) units screen display becomes like snow. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d1, d4(catalog #, version or model #, unique identifier (UDI) #), d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. Additional contact details: event site postal code: (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) had screen display becomes snowy. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the reported failure. Fse stated that based on the symptoms, we suspect a poor connection between the video receiver board and the cable, so we cleaned and reconnected the connection. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.